Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had an over infusion was caused by user error during device configuration. The case escalated to dchu. Dchu will contact customer for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that 8100 infused too fast. There was patient involvement with no harm. Additional information received on 17jun2026: the customer reports: "after further investigation, the staff recreated the situation using the original configuration and equipment. They discovered that the issue was caused by a user error in configuring the IV lines. This was no device malfunction. Additional information received on 22jun2026: per report: the "nursing staff conducted an internal investigation and recreation of the event. They determined that the issue was due to a user error: the main and secondary lines were swapped. Because the secondary line was set as the main, it bypassed the pump entirely, causing the fluid to pool in the line rather than being delivered to the patient."